Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawers did not detect on communication bus. A field service engineer powered off and reseated connections to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system had drawer and cubie failure, preventing user from removing the required medication and causing slight delays. There were no adverse events or injuries reported based on this event.